Event description:
Patient was admitted due to complaint of abdominal pain. Angiography was performed which showed 95% lad stenosis accounting for an acute transmural anterior mi. Patient underwent immediate interventional therapy. One endeavor sprint rx drug-eluting stent was implanted at the mid lad. Following stenting of the lad with the endeavor stent stenosis reduced to 0%. Following stent implant, patient had no further chest discomfort and was mobilized without any problems. Stent thrombosis of the mid lad is reported to have occurred approximately 4 months following index procedure. It is reported that patient presented with chest pain. EKG was normal. Patient was sent for nuclear stress test. Result showed mild reversible distal anteroseptal defect. Associated clinical signs and symptoms were angina. An angiography was performed, which showed thrombosis of a study stent. Revascularization of the mid lad was performed as a result. One endeavor sprint rx drug-eluting stent was implanted. It is reported that patient recovered with treatment.

Manufacturer narrative:
Evaluation results: (stent thrombosis). (Secondary intervention- revascularization).